Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and found that the helium regulator would deactivate after approximately 5 minutes and release all pressurized helium. To fix the issue, the fse had a regulator in stock and was replaced. Once replaced, the fse pressurized the system and turned the tank off, and let the iabp set for 30 minutes and there was no helium loss. Then the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It isunknown the circumstances under which the event occurred; however, there was no patient involvement or adverse event reported.